Manufacturer narrative:
The device has been received, but the evaluation has not yet begun. Additional information may be submitted once the quality investigation is complete.

Manufacturer narrative:
The reported event, battery shows ¿error¿, was duplicated, however the reported event of warming up was not duplicated. The battery was disassembled and solder joint connection and the strap that connects to the negative terminal of the cell pack were found broken. The technician also observed the external contact was broken and the fuse strap was discolored due to thermal damage. Device was placed in parts retention.

Event description:
It was reported that the battery is heating up during inspection at user facility. No associated procedure, no patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.

Event description:
It was reported that the battery is heating up during inspection at user facility. No associated procedure, no patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.